Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety mechanism did not activate. It was received by the initial reporter that: verbatim: safety did not engage when inserting cathena. It happened with 2 20g that were from the same lot# as well as an 18g.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety mechanism did not activate. It was received by the initial reporter that: verbatim: safety did not engage when inserting cathena. It happened with 2 20g that were from the same lot# as well as an 18g.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 27-sep-2023. H.6. Investigation summary: our quality engineer inspected the 1 actual sample and the 95 representative samples submitted for evaluation. The reported issue of safety shield activation failure was not confirmed upon inspection of the samples. From the returned actual sample, no dent was observed on the cannula that would obstruct the movement of the tip shield for safety activation. There was also no damage to the v-clip and washer. The safety mechanism of the returned sample was able to be manually activated; no safety activation failure was observed. All the representative samples passed safety activation test. All inspections passed with no defects observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the samples. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety mechanism did not activate. It was received by the initial reporter that: verbatim: safety did not engage when inserting cathena. It happened with 2 20g that were from the same lot# as well as an 18g.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.